Manufacturer narrative:
Product event summary: it was reported critical battery alarms involving two batteries were detected in the log files. Two (2) batteries were returned for evaluation. The lithium-ion batteries associated with this complaint were initially processed which did not require an investigation. A retrospective remediation was initiated to ensure that all in-scope events are appropriately reassessed and retrospectively medical device reported. The shelf life requirement, for the ventricular assist device battery pack, is one (1) year from the manufacturing date. As a result, and upon further review of the investigation, it was determined that the batteries related to this complaint have been in storage for longer than one (1) year from the last time of use and are not suitable for testing. An extended storage period greater than one (1) year can cause the batteries to irreversibly degrade in performance that can lead to erroneous test results. Additionally, lithium-ion batteries in storage for prolong periods of inactivity may pose a safety risk. Therefore, the investigation will be conducted with relevant available information. A review of the batteries' manufacturing records confirmed that the ass ociated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed one (1) critical battery alarm involving (B)(4). During this instance, the battery went from a high relative state of charge to 0% relative state of charge. During the critical battery alarm, (B)(4) was also connected to the controller but did not trigger the critical battery alarm. Alarm log files also revealed (1) power disconnect alarm involving (B)(4). During the power disconnect alarm, the logs recorded a spurious safety alert word value for this battery. These observations are indicatives of communication errors between the controller and batteries. The most likely root cause of the reported event can be attributed to communication errors between the controller and batteries. An internal investigation investigated communication errors. Of note, the controller, con189743, in use during the event did not have the software master record upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: battery /(B)(4), / model #:1650de / expiration date: 2016- 04-30 UDI #:(B)(4), return date: 2016-02-12, mfg date: 2015- 04-30. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were critical battery alarms detected on the log files. Two batteries were exchanged. No patient complications have been reported as a result of this event.